Manufacturer narrative:
Other relevant device(s) are: product ID: m450001b015, software version: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for neuro soft tissue ablation procedure. It was reported that intra-operatively, the site pushed the background and tmap images to the system and the two catheters were not lining up by 3-5 millimeters in at least one of the two planes on each catheter. The site ran the sequence, changing from fix to ref without resolution. The site corrected the position off of the images of each other as well as the tmaps in the planes. The site got the alignment within 2-3 millimeters and the surgeon proceeded accounting for the shift with offset temperature markers. The post-operative images showed they were hitting the correct targets and the ablation looked good. There was no reported impact to patient outcome. There was a reported delay to the procedure of an hour or longer to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log and archive analysis. Analysis found that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.